Event description:
Information received indicates the scale display is blank due to signs of fluid ingress/corrosion on the 22-position connector on the footboard.

Manufacturer narrative:
The technician replaced the 22-position connector and recalibrated the scale to repair the bed.